Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call indicating that they had sensor anomaly. Customer's blood glucose at time of incident was 98 mg/dl. Customer's father stated that he inserted new sensor and mini link is not blinking after connection with the sensor. The customer stated that mini link is blinked after disconnect form charger. The customer was advised to disconnect and reconnect mini link to sensor but still doesn't blink. The customer was advised to removed sensor and not bent or damage. Customer agreed to replace sensor.